Manufacturer narrative:
E1. Initial reporter phone number: (B)(6) initial reporter facility name: (B)(6) h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with the bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes, there was foreign matter. The following information was provided by the initial reporter: an unrelated failure of foreign matter was found in customer returns.

Event description:
It was reported that prior to use with the bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes, there was foreign matter. The following information was provided by the initial reporter: an unrelated failure of foreign matter was found in customer returns.

Manufacturer narrative:
H6. Investigation summary: bd had not received samples, but seven (7) photos were provided for investigation. The photos were reviewed and the indicated failure modes for damage and foreign matter were observed. Scratches can be seen on the tubes and a broken piece of plastic is in a tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes of damage (scratches on tubes) and foreign matter (broken piece of plastic in a tube) with the provided photos. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.